Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed bolus button has intermittent response to button presses and is hard to push. No damage visible. Removed button cover and found the internal plug contact is misaligned and contamination is present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the audio bolus button is intermittently unresponsive. The patient reportedly wore the pump in a pocket and cleans the pump with an alcohol swab. There is no reported adverse event with this complaint. This report is made based on the allegation of the audio bolus button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.